Event description:
Information was received from distributor (dis), healthcare provider (hcp) via manufacturer representative regarding patient having disc herniation treatment and spinal cord decompression spinal therapy for cervical disc herniation. Levels implanted was c3-c4. It was reported that during the insertion of the locking screw, the cage broke without damage to the patient. There were no further complications or symptoms reported regarding the reported event. Additional information was receive via manufacturer representative that the implant breakage was happened during normal usage of the device. There were no broken fragments left inside the patient. There is no allegation or malfunction associated with the screw.

Manufacturer narrative:
G2: country of origin is brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.